Event description:
It was reported that the patient's pump became loose where pump and extension set attaches. Patient had to clean up the spill from disconnection with cadd and extension set. At initial hooking up no leakage or issues were noticed by pharmacy or nursing. The event occurred while in use with a patient at the patient's home and the operator of the device was health professional. There was no patient harm. There was no patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.